Event description:
It was reported that the right ventricular lead had an increase in sensing integrity count (sic), non- sustained episodes, and impedance variability which triggered a lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).